Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, its a veterinary case, wherein while completing a spay procedure, tying off the suture using just fingers resulted in the thread snapping. There was no excessive force applied. There was no patient involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of seven devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related features. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a veterinary case, the thread of the suture broke. When the device failed the first time the customer attempted it a second time, the suture broke again. For both batches of the suture, while completing a spay procedure, tying off the suture using just fingers resulted in the thread snapping. There was no excessive force applied. There was no patient involved in this event.